Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. The customer declined to provide information about any impact on blood glucose levels. Technical support organized a pump replacement, and the customer planned to continue using the current pump until the replacement arrived.